Event description:
Customer reported that the sensor gave inaccurate readings and that he received a bad sensor and change sensor alerts. A test plug procedure was run and showed that the transmitter was functioning correctly. The blood glucose reading was 170 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.